Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the ilet during and after attempting a fill tubing only process, including recurrence when reconnecting to the cannula, after a recent supply change. Symptoms included hyperglycemia with a reported blood glucose of 203 mg/dl. Outcomes included the need for troubleshooting and education over the phone. Investigation included guided troubleshooting that led to changing the luer connector and the inset infusion set. Investigation of this case revealed initial operator error resulting in two infusion set replacements before achieving a successful supply change. It was concluded that the event involved an insulin occlusion condition with user-related handling issues, and hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.